Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed due to the external pyxibus cable coming loose from the main. A field service engineer (fse) tightened the screws, rebooted the device, recovered, and tested successfully. Then, the fse performed preventative maintenance on the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the refrigerator remote manager was not working. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.